Manufacturer narrative:
This is 2 of 3 reports. The subject device remains implanted.

Event description:
It was reported that at the end of the balloon assisted coiling (subject device) procedure to treat an aneurysm located at supraclinoid of the right ica, subarachnoid hemorrhage caused by rupture of the aneurysm as well as the ica, occurred. Heparin was reversed with protamine and an embolic agent (details unknown) was administered to close the rupture site followed by placement of two flow diverter stents (unknown manufacturer) to reconstruct the ica. During administration of the embolic material, a portion of the embolic agent extravagated out of the sac and into the posterior circulation via the posterior communicating artery (pca). Several passes with a thrombectomy device were unsuccessful at fully retrieving the embolus; therefore, a stent was placed to pin the material against the artery and ensure vessel patency. Follow-up angiography a day after the procedure, showed acute infarcts from the middle cerebral artery (mca) and pca territory with mild mass effect and midline shift. The physician's opinion of the mass effect with midline shift was that it was related to the bleed and the occlusion to the embolic material migration. The patient was being closely monitored and followed in neuro ICU. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of coil or with the endovascular procedures include, but are not limited to: hemorrhage, aneurysm rupture, vessel perforation and stroke, and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications.

Event description:
It was reported that at the end of the balloon assisted coiling (subject device) procedure to treat an aneurysm located at supraclinoid of the right ica, subarachnoid hemorrhage caused by rupture of the aneurysm as well as the ica, occurred. Heparin was reversed with protamine and an embolic agent (details unknown) was administered to close the rupture site followed by placement of two flow diverter stents (unknown manufacturer) to reconstruct the ica. During administration of the embolic material, a portion of the embolic agent extravasated out of the sac and into the posterior circulation via the posterior communicating artery (pca). Several passes with a thrombectomy device were unsuccessful at fully retrieving the embolus; therefore, a stent was placed to pin the material against the artery and ensure vessel patency. Follow-up angiography a day after the procedure, showed acute infarcts from the middle cerebral artery (mca) and pca territory with mild mass effect and midline shift. The physician¿s opinion of the mass effect with midline shift was that it was related to the bleed and the occlusion to the embolic material migration. The patient was being closely monitored and followed in neuro ICU. No further information is available.